Manufacturer narrative:
The technician repaired loose pins on the communication cable and installed a cable saver to repair the bed.

Event description:
Information received indicates the nurse call is not working.